Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01085 addresses the other device. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used on (B)(6) 2012, during a procedure to clip a dieulafoy's lesion in the duodenal bulb. According the complainant, the clips attached to the target tissue but would not release from the delivery catheters. The clips had to be pulled off of the tissue, subsequently ripping the lesion. This caused additional bleeding, which was resolved through the use of argon plasma. The procedure was completed with argon plasma. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.